Event description:
There was an allegation of questionable creatinine plus ver.2 results for 2 patient samples on a cobas 8000 c702 module. Sample 1 had an initial result of 222 umol/l. The sample was repeated on another analyzer and the repeat result was 90.9 umol/l. Sample 2 had an initial result of 177 umol/l. The sample was repeated on another analyzer and the repeat result was 53.0 umol/l. Additional results of 214 and 50 umol/l were provided. Clarification on whether these results were additional repeat results or from an additional patient sample was not provided. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 941539. The expiration date was not provided. The field service engineer (fse) observed backflow at the vacuum waste nozzle of the rinse unit and leaking tubing. The fse replaced tubing, performed air purges, a cell detergent prime, and a mechanism check, and adjusted cuvette rinse volumes. The investigation is ongoing.